Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported the fetal heart rate monitor has no sound. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
During investigation it was determined this report is a duplicate of another report. Please refer to MFR report #9610816-2022-00584.